Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: this device is still implanted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation with an unknown mentor gel implant (right) and a 300cc mentor memorygel breast implant (left) experienced bilateral ptosis and left sided rupture post procedure. As a result, the patient had a breast reduction and the left implant replaced with another a 300cc mentor memorygel breast implant. This implant relates to the right prosthesis. The left prosthesis was reported previously as a periodic summary report.